Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implanted pump. The indication for use was spinal pain. The patient¿s concomitant medications included alprazolam, gabapentin, pentoxifylline, zonisamide, amitriptyline, aspirin, atrovastatin calcium, clopidogrel bisulfate, fluoxetine hcl, isosorbide mononitrate, lansoprazole, lisinopril, metoprolol, nitrostat, pantoprazole, vitamin b12, and warfarin sodium. The patient¿s medical history includes an allergy to zoloft, absence attack, altered mental status, anxiety and depression, coronary artery disease, chest pain, emphysema, former smoker, gastroesophageal reflux disease, heart attack, heart disease, a history of bacteremia, deep vein thrombosis of lower extremity, dyspnea, hemoptysis, pneumonia, hyperglycemia, hypopotassemia, hypertension, hypoxemia, iron deficiency anemia, leukocytosis, lumbago, morbid obesity, obstructive sleep apnea, oxygen dependent, pulmonary embolism, pulmonary hypertension due to sleep disordered breathing, tinnitus, type 2 diabetes mellitus, and urinary tract infection. The patient¿s surgical history includes a replacement of the pain pump on (B)(6) 2016, excision of skin cancer, three lumbar spine surgeries, placement of pump, right shoulder surgery, placement of spinal cord stimulator (scs) 2006 and scs revision on (B)(6) 2015, and a stent placement. On (B)(6) 2016 the hcp indicated that a pump malfunction had occurred. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.